Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was to report that pt used a heating pad and has since been experiencing unexpected stimulation. Caller inquired about compatibility of heating pad. The patient was redirected to their healthcare provider to furtheraddress the issue.redirected caller: patient's hcp

Event description:
Additional information was received from the patient reporting that on (B)(6) 2022, they applied a utk infrared heating wrap to their lower back in an attempt to relieve the back pain. The stimulator was not turned on nor was it charged. The patient had not used the stimulator for several months and have been requesting twin cities pain to remove the stimulator. Since the insertion of the stimulator in (B)(6) 2019 there has been a constant burning pain/sensation surrounding the stimulator and it does not yield any reduction of pain levels. During the patient¿s (B)(6) 2022 visit with (B)(6). Best pac at twin cities pain the orders were placed with twin cities pain to schedule a surgery date for removal. On (B)(6) 2022, the patient sent a message thru twin cities pain portal inquiring why they had not received a surgery date. Once again during the (B)(6) 2022 virtual visit with (B)(6). Best pac the patient requested the stimulator to be removed due to the burning surrounding the stimulator. (B)(6) indicated she would have the surgery center call within a few days to schedule. On (B)(6) 2022 after not receiving any call from the surgery center, the patient sent another message to the surgery center requesting removal - still no response. Thus, in an effort to help alleviate some of the burning pain, the patient tried the utk infrared heating pad. For the first 30 seconds the heat felt good, however immediately there was an electrical jolt that went searing thru the patient¿s body. The patient immediately removed the heating pad. Since that time, there is slight numbness in my legs and the burning surrounding the stimulator has increased 100%. - to the point of on a scale from 1-10 - the pain now exceeds 10. Twin cities pain has been non-responsive throughout this entire process. The patient had sent several messages via patient portal and left several voice messages. Yesterday, the patient¿s wife was finally connected with a surgery scheduler who has been able to schedule a surgery removal date for (B )(6) 2022. Obviously, something impacted the device after using the infrared heating pad since the pain level is no longer tolerable since this occurrence. Additional information was received from the manufacturer representative (rep) reporting that the patient had their device explanted on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reiterated previously stated information and noted they experienced "burning" and pain at ins site. Patient has been wanting the device explanted for some time but has been unable to since he is on blood thinners. He would still like the device explanted as soon as possible.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported cause of burning pain at ins site was unknown.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6) found the implant was functionally okay with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.